Event description:
It was reported that during an lung biopsy procedure, the device was loaded with a blue cartridge, first firing on peripheral lung tissue and there was a metallic crunching noise on firing. A new device was opened and loaded and worked fine. The product is in medical physics for reporting and once released will be sent for analysis. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The analysis showed that the ets45 device was received in good visual condition and with a blue cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.